Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of having high blood glucose of 400 mg/dl and diabetic ketoacidosis. Customer treated with juice. Pump. Troubleshooting found that the cannula was bent and customer did not receive a no delivery alarm. The mother does not have pump with them at the time and will call back to troubleshoot the high blood glucose.